Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device had unexpected battery longevity, and the patient questioned the longevity because it only lasted 2 years. It was noted that the device's left ventricular (lv) lead output was programmed to 8.0 volts when the threshold was 2.25 volts. Another lv pacing configuration had an even lower threshold. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.